Manufacturer narrative:
Additional information was received on 17-mar-2025. The catheter was disposed of. The outcome of the adverse event was unchanged. Patient required a permanent pacemaker. The patient went home with a temporary pacemaker the day of the procedure and then wore a holter monitor for 1.5 weeks. Then, they came back to the hospital for a permanent pacemaker procedure. Therefore, checked b2. Is hospitalization initial/prolonged and updated h6. Health effect - impact code to include hospitalization or prolonged hospitalization (f08). Updated h6. Type of investigation from device not returned (b17) to device discarded (b18). Also provided patient details. Therefore, processed a2. Date of birth, a3a. Sex, a3b. Gender, a5. Ethnicity, and a6. Race. In addition, provided additional concomitant products. Therefore, processed d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced heart block that required temporary pacemaker. Patient was prepped and draped in typical fashion. Catheters were introduced as normal and an electrophysiology (ep) study was conducted. Upon completion of the ep study, it was determined the patient had atrioventricular nodal reentrant tachycardia (avnrt). The thermocool stsf d/f ablator was zeroed appropriately in the right atrium prior to ablating. The his signals were tagged appropriately as a his cloud prior to ablation. The physician also requested a voltage map of the area prior to ablation. Once this was completed, the physician selected an area to ablate. There was no his signal in this area prior to or during ablation. At 8 seconds into the first ablation, there appeared to be heart block according the technician. The physician waited 4 seconds before directing the technician to come off ablation. The ablation point was 8mm away from the lowest his tag. There was 1 ablation with parameters as follows; 12.63 seconds, 48 w, 38 degrees c, 30 impedance, 12 gr, 147 g-sec and 402 tag index. The technician continued to pace the ventricle from the right ventricle (rv) quad catheter (non-bw catheter) post ablation. The heart block did not recover and the physician decided to put in a temporary pacemaker. The patient was admitted for further follow up. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).